Event description:
Information was received that the cuff of a smiths medical endotracheal tube was noted to be leaking while in use. A tube change out was required as medical intervention. The device was reported to be functioning properly prior to use with the patient.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 198-35l l/n 3723286; the sample was received in used condition, during visual inspection no discrepancies were observed. During functional testing leakage was observed coming from a small tear in the cuff. The customer reported condition was confirmed. The most probable root cause is that the cuff became damaged after it left smiths medical facilities due to the product is 100% leak tested under water. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.